Event description:
Additional information was received from the patient who called asking about using a tens unit to help strengthen his hip flexors now that his immune system was acting normal despite his ms (multiple sclerosis). His immune system improvement was due to a stem cell transplant he had. During the call, he mentioned he had his device system switched out.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that for "maybe the last month," the patient has had an increase in spasticity "with a lot of clonus." The patient stated the pump was last filled in (B)(6) 2020 and was not due to be filled until (B)(6) 2021. The patient stated they would be seeing their hcp (healthcare provider) on thursday (B)(6) 2021. The patient confirmed they did not hear any alarms coming from their pump. Additional information was received on 2021-07-21 from the consumer who reported that they have a problem with their catheter and they found a surgeon who can help fix it, however the surgeon can¿t see the patient ¿for at least a month¿. The patient requested physician listings.